Event description:
Iliac arteries were characterized by a reduced diameter. The endovascular graft was introduced through the vessels without a pre-dilation of the arteries. The three-piece modular graft was deployed according to the instructions for use. Completion angiogram noted a dissection of the distal portion of the left common iliac artery. The molding balloon catheter was placed in the main body graft and inflated in order to gain control of the bleed. The left internal iliac artery was embolized and the iliac leg graft was extended down past the embolized internal iliac artery by another MFR's leg grafts. Final angiogram was performed viewing a resolve of the extravasation. No pt complications resulted.